Event description:
The customer contact reported that the option-lok male adapter of the tubing set broke off during an infusion. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No additional information was provided. One used device was received and evaluated. In addition a carefusion maxiplus set was returned with the sample. A visual inspection of the sample revealed that the male adapter of the option-lok was completely broken off inside the external device of the carefusion maxplus. There are white drag marks indicating the use of force. Hospira has completed a formal investigation. According to the investigation findings, the reported defect is related to the design. The spin collar option-lok "t" dimension was changed and this change was made to overcome interference with the clave and microbore clave thread stops (also other connector could be impacted). The slightly reduced thread length may be a contributing factor in customer complaints.